Event description:
A dreamstation auto CPAP w/hum/ht/cell,dom device was returned to a third-party service center for evaluation. During the evaluation, it was noted that the lcd screen had been cracked, a fragment was present in the upper enclosure, the buttons on the upper enclosure were damaged, and the bottom enclosure was also damaged. Additionally, there was contamination of foam particles inside the blower kit. The relevant components were replaced, and the device was repaired to full operation. The device was deemed fully functional. The root cause was not confirmed at that time.